Event description:
Falope ring applicator misfired during a tubal ligation procedure. The surgeon proceeded with a salpingectomy on the tube; and chose to cauterize the other tube to complete the case.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.